Event description:
A customer reported experiencing a cartridge alarm 20 but did not report any impact on their blood glucose level, and it was confirmed that their blood glucose did not exceed 500 mg/dl. The technical support team confirmed a history of cartridge alarms and decided to replace the customer's pump as a corrective action. The customer was advised on using their current pump with updated software and was informed of the actions to take with the replacement pump, customer reverted to an alternate method of insulin therapy.